Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and no delivery. The customer¿s blood glucose level was 400- 500 mg/dl. The customer reported no delivery alarm in the past. The customer reported that the no delivery alarm was resolved by changing complete set (infusion set and reservoir).the customer declined troubleshoot for the high blood glucose readings and the no deliveries. The customer was advised to call back if the alarm re-occurs. The pump will not be returned for analysis.